Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels (345 mg/dl). The following morning, the customer went to the emergency room (ER) due to elevated bg level and ketones. The customer was given fluids and insulin. When the customer left the ER, bg level was back to target at 100 mg/dl. After the customer returned home, reconnected to the pump, and ate a meal, bg level was noted to be rising again. The customer took a correction bolus. A system check was performed with tandem technical support, which indicated that the pump is functioning as expected. A recommendation was made to change the site.